Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4318, lot #: 18388882, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the revision procedure, upon dissecting the lead out, a scar tissue was noted and compromised the lead. It was believed that the ipg was also compromised as the physician used a tremendous amount of electrocautery near the ipg site. The physician decided to replace the ipg, lead and clik anchor. No device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).